Event description:
Pt developed bilateral symptomatic capsular contractions. Bilateral open capsulotomy and exchange of bilateral breast implants was performed on 10/21/96. During the operation there was clear spillage of the right implant silicone material into the breast.